Event description:
Air leak was noticed in drainage container. Chest tube dressing was removed, and left mediastinal chest tube was found cracked and broken at the site of the clamp. Hemostats were used to clamp chest tube on pt side. Connector used to connect chest tube to container rubber tubing. Chest tube again broke at connector. Hemostats used to clamp tube again which broke at hemostats. Tube again clamped with hemostats and plugged with vaseline gauze until physician could remove broken chest tube.